Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), haemoglobin decreased ("low hemoglobin") and blood iron decreased ("low iron") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida, parity 2 (vaginal births), dysuria and vulval itching. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hematuria, vaginal odour, back pain, menses irregular with excessive bleeding, yeast infection, vaginal itching, endometrial polyp, cystoscopy, lightheadedness, dysfunctional uterine bleeding, endometrial polyp, endometrial biopsy, sterilization, coital bleeding, hemoglobin decreased, vaginitis bacterial and delayed period. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and abdominal pain ("abdominal pain") and was found to have haemoglobin decreased (seriousness criterion hospitalization) and blood iron decreased (seriousness criterion hospitalization). The patient was treated with given 5 points of blood and surgery (robotic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the haemoglobin decreased, blood iron decreased, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, headache and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, blood iron decreased, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemoglobin decreased, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient's symptoms substantially resolved after the (B)(6) 2011 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: final diagnosis: endometrial curettage: endometrial tissue compatible with origin from endometrial polyp. "Endometrial polyp", robotic supracervical hysterectomy: large endometrial polyp (4.3 cm in greatest dimension) with focal surface ulceration and underlying granulation tissue. Please see microscopic description. Uterus and bilateral fallopian tubes, robotic supracervical hysterectomy: fragmented supracervical uterus (119.3 grams). Secretory type endometrium. Intramural leiomyomas (2). Serosa with no significant pathologic change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bladder infection, vaginal discharge, menorrhagia, anemia. Amendment: the report was amended on (B)(6) 2019 for the following reason: significant coding amendment done pt for event = hemoglobin was updated to haemoglobin decreased. Event bladder infection and vaginal infection was deleted. Outcome was updated for pain and bleeding. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy bleeding,bleeding'), haemoglobin decreased ('low hemoglobin') and blood iron decreased ('low iron') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida, parity 2 (vaginal births), dysuria and vulval itching. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hematuria, offensive vaginal discharge, back pain, menses irregular with excessive bleeding, yeast infection, vaginal itching, endometrial polyp, cystoscopy, lightheadedness, dysfunctional uterine bleeding, endometrial polyp, endometrial biopsy, sterilization, coital bleeding, hemoglobin low, vaginitis bacterial and delayed period. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and abdominal pain ("abdominal pain") and was found to have haemoglobin decreased (seriousness criterion hospitalization) and blood iron decreased (seriousness criterion hospitalization). The patient was treated with given 5 points of blood and surgery (robotic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the haemoglobin decreased, blood iron decreased, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, headache and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, blood iron decreased, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemoglobin decreased, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient's symptoms substantially resolved after the surgery on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: final diagnosis: a. Endometrial curettage: endometrial tissue compatible with origin from endometrial polyp. B. "Endometrial polyp", robotic supracervical hysterectomy: large endometrial polyp (4.3 cm in greatest dimension) with focal surface ulceration and underlying granulation tissue. Please see microscopic description. C. Uterus and bilateral fallopian tubes, robotic supracervical hysterectomy: fragmented supracervical uterus (119.3 grams). Secretory type endometrium. Intramural leiomyomas (2). Serosa with no significant pathologic change.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bladder infection, vaginal discharge, menorrhagia, anemia. Amendment: the report was amended for the following reason: case record (B)(4) ((MFR number 2951250-2020-12685) will be deleted in bayer safety database because it was found to be a duplicate of this case (B)(4) which will be retained. New: patient's aka name were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy bleeding,bleeding'), haemoglobin decreased ('low hemoglobin') and blood iron decreased ('low iron') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida, parity 2 (vaginal births), dysuria and vulval itching. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hematuria, offensive vaginal discharge, back pain, menses irregular with excessive bleeding, yeast infection, vaginal itching, endometrial polyp, cystoscopy, lightheadedness, dysfunctional uterine bleeding, endometrial polyp, endometrial biopsy, sterilization, coital bleeding, hemoglobin low, vaginitis bacterial and delayed period. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and abdominal pain ("abdominal pain") and was found to have haemoglobin decreased (seriousness criterion hospitalization) and blood iron decreased (seriousness criterion hospitalization). The patient was treated with given 5 points of blood and surgery (robotic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the haemoglobin decreased, blood iron decreased, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, headache and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, blood iron decreased, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemoglobin decreased, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient's symptoms substantially resolved after the surgery on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: final diagnosis: endometrial curettage: endometrial tissue compatible with origin from endometrial polyp. "Endometrial polyp", robotic supracervical hysterectomy: large endometrial polyp (4.3 cm in greatest dimension) with focal surface ulceration and underlying. Granulation tissue. Please see microscopic description. Uterus and bilateral fallopian tubes, robotic supracervical hysterectomy: fragmented supracervical uterus (119.3 grams). Secretory type endometrium. Intramural leiomyomas (2). Serosa with no significant pathologic change.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bladder infection, vaginal discharge, menorrhagia, anemia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain") and was found to have haemoglobin ("hemoglobin") and blood iron decreased ("low iron"). The patient was treated with surgery (robotic laparoscopic hysterectomy and bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the vaginal haemorrhage and headache was resolving and the menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, haemoglobin, blood iron decreased and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, blood iron decreased, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemoglobin, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient's symptoms substantially resolved after the (B)(6) 2011 surgery most recent follow-up information incorporated above includes: on 21-feb-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches,nausea, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue,: weight loss, hair loss, low iron/hemoglobin were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic laparoscopic hysterectomy and bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient's symptoms substantially resolved after the (B)(6) 2011 surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.